Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited pocket erosion and infection. Reportedly, the patient had a mastectomy and post-operation hematoma, and post-hematoma evacuation was performed. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the previously capped right atrial (ra) lead were explanted. The right ventricular (rv) lead remained surgically abandoned and may be removed using laser extraction. Additional information indicated that the entire system was successfully explanted. No additional adverse patient effects were reported. The ICD will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited pocket erosion and infection. Reportedly, the patient had a mastectomy and post-operation hematoma, and post-hematoma evacuation was performed. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the previously capped right atrial (ra) lead were explanted. The right ventricular (rv) lead remained surgically abandoned and may be removed using laser extraction. Additional information indicated that the entire system was successfully explanted. No additional adverse patient effects were reported. The ICD will be returned.